Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the intestinal tract during a colonoscopy procedure performed on june 16, 2021. During the procedure, the clip was able to grasp and lock onto tissue, but would not release from the catheter to deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the the clip assembly was returned still attached to the device. However, the blue grip was detached from the outer sheath while the catheter was kinked. Microscope examination was performed on the device, and it was noted under high magnification that there were no discernible failures observed. Functional evaluation was performed; activations of the device had been performed and the clip released from the catheter successfully. The reported event was not confirmed as functional evaluation noted that the clip assembly released from the catheter successfully. No failures were found that could have reduced the performance of the device during the procedure. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the intestinal tract during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the clip was able to grasp and lock onto tissue, but would not release from the catheter to deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.